Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: 14970763 / 15384690.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well post-operatively.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well post-operatively.

Manufacturer narrative:
Sc-1110-02 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.